Event description:
Complainant alleged that following cardioversion on a (B)(6) male pt, the electrodes were removed and the pt skin was torn from the left side of his chest. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.